Event description:
American medical systems (ams), moxy greenlight laser fiber, metallic tip broke off of the fiber approximately 10 seconds after initial use. The metallic tip was immediately retrieved intact by the surgeon, and a new fiber was utilized for the remainder of the procedure. Diagnosis or reason for use: laser vaporization of the prostate. Event abated after use stopped or dose reduced? No.